Event description:
During a case, the patient was coming off of heart bypass and the doctor placed the anesthesia machine into automatic mode. The machine did not appear to be providing delivery to the patient. The doctor reported that the co2 readings began to rise, the doctor attempted to increase the rate, but could not. The doctor placed the machine into manual mode, but the system would not pressurize to allow for delivery. The doctor ventilated the patient with an alternate device and called for assistance. The machine was power cycled and began to function normally. The doctor completed the case using the machine. There was no patient injury reported.